Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to an intermittent j1 battery connector due to debris on the pins of j1. The root cause for the debris on the j1 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.